Manufacturer narrative:
Customer has declined to return the device for evaluation.

Event description:
It was reported that during testing by a procare technician at the user facility, the device was determined to have a broken safety switch. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.